Event description:
Obese patient with history of recurrent diverticulitis (several times) underwent laparoscopic sigmoidectomy in 2009 with end to end colorectal anastomosis at the upper rectum (approximately 15-18 cm from the anal verge) using the car. On post operative day 4, the patient developed dyspnea. Chest and abdominal CT was read by an attending radiologist as normal. On the morning of pod 5, the patient developed septic shock, and after resuscitation was emergently operated. Anastomotic leak with disruption of the anterior part of the anastomosis and fecal peritonitis was found, and the patient underwent hartmann's procedure. The patient was transferred intubated to the intensive care unit. Currently, the patient is recovering.

Manufacturer narrative:
The production history of the device was reviewed and found to be satisfactory. The ring was returned to the manufacturer and carefully evaluated. The ring was found to meet its specification with no sign of any malfunction. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is an anticipated event with anastomosis devices. Yet, the current cumulative leak rate found with the use of the car 27 device falls within the lowest range of the leak rates reported in the literature for hand-sutured or stapled anastomoses.